Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that in (B)(6) 2019 the patient fell on ice, near where their ins is located, and their lower back is hurting. It was noted that since their fall, they do not know if their stimulation is on or off because they don¿t feel stim anymore. It was stated that they had not felt much of anything for a long time, since (B)(6) 2019, but their symptoms are the same, if not better. They mentioned that when they eat ice cream they have to go to the bathroom 3 to 4 times in the morning, then their symptoms are manageable. It was also stated that when they eat fruit they do not need to rush to the bathroom, but they need to go almost immediately. They also do not have much gas but they do discharge a clear gel smear out of their rectum sometimes. It was recommended that they follow up with their healthcare provider to discuss the fall and their therapy concerns. It was noted that they have an appointment with their healthcare provider at the end of april. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the healthcare provider said it was still working; the loss of stimulation sensation was ok. The healthcare provider reset it for the patient, as they needed it a little higher. It was noted that the patient was still having problems, not receiving at least 50% relief of their symptoms. No further patient complications are anticipated or expected as a result of this event.